Manufacturer narrative:
User facility personnel confirmed that the reported event did not occur during a patient procedure. A steris service technician arrived onsite following the reported event to evaluate the vividimage monitor. During the technician's inspection no issues were noted with the function or operation; the reported event was unable to be duplicated. The technician elected to replace the monitor. The monitor subject of the reported event was returned to the manufacturer for evaluation. No issues were noted with the function or operation, and the reported distorted/fuzzy display could not be duplicated. The device history record was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.

Event description:
The user facility reported that the display on their vividimage monitor was distorted/fuzzy. No report of injury of procedure delay.